Event description:
It was reported that the device experienced a sudden, significant drop in battery voltage over a period of a couple weeks. It was also reported that the battery voltage later rose back up. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the battery voltage is above eri value. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was further noted the device reached the elective replacement indicator. The device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies were found. Battery voltage is above eri value.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.